Manufacturer narrative:
Note: one of the following handpieces was alleged by the customer to have overheated but could no longer identify which one: 1. Product: 1845000, s/n:(B)(4). Product: 1845000, s/n:(B)(4) both handpieces were sent for repair and analysis are found below. H3: product: 1845000, s/n:(B)(4) mfg date: ni analysis found that the motor kickstarts and sounds rough. The collet sounds rough. The motor and collet have been replaced. The device has been tested according to specifications. Product: 1845000, s/n:(B)(4) mfg date: 11-13-2018 analysis found that the handpiece was received in good condition. No anomalies have been found. The fdm 10 is applicable for both handpieces. The fdr c0601 and d02 are applicable for s/n:(B)(4). The fdr c19 and d14 are applicable for s/n:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the drill was used and was initially getting hot but hcp gave the bur a wiggle which seemed to sort it. There was no patient impact.